Event description:
It was reported that the customer went to a bolus and the buttons are stuck going round and round. Customer received a failed battery test, but after they changed the battery, they received the alarm again. Customer received a button error after inserting a third battery. Customer's blood glucose level was 8.6 mmol/l. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No sticking buttons, button error alarm or failed battery alarm was noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.